Manufacturer narrative:
Based on the information obtained at this time, the potential cause of the reported complication was the set-up of the endoscope. The non-intuitive motion reportedly occurred after the endoscope was manually moved and was resolved by reseating the endoscope. The da vinci x user manual details how to re-orient the endoscope when the image appears upside-down and the instrument controls are reversed. Isi plans to receive the endoscope that was used during this event for investigation. If additional information is obtained, a follow-up MDR will be submitted. A review of the instrument logs for the procedure date of (B)(6) 2021 has been performed. The endoscope, tip-up fenestrated grasper, and monopolar curved scissors instrument were all used in subsequent procedures. The vessel sealer extend used its single use during this procedure and the large needle driver instrument has not been used in a subsequent procedure, but has two uses remaining. At this time, no complaints have been reported for any of these instruments. The endoscope used during this procedure was used in two subsequent procedures and will be returned for evaluation. A review of the system logs for the procedure date of (B)(6) 2021 has been performed. No relevant errors were observed during this procedure. A failure analysis engineer reviewed the system logs and provided the following comments: "the only thing here is a couple recognition errors but those would not cause non-intuitive motion.¿ this event is being reported due to the following conclusion: it was reported that during a da vinci-assisted low anterior resection procedure that the da vinci instruments moved in the opposite direction than intended while the patient was experiencing bleeding. As a result, the surgeon was unable to control the patient's bleeding with da vinci instruments and resorted to third-party laparoscopic instruments to control the bleeding.

Event description:
It was initially reported that during a da vinci-assisted low anterior resection procedure that non-intuitive motion occurred and caused a patient injury. The site's intuitive surgical inc. (Isi) clinical sales representative (csr) said the surgeon of this event reported they had instruments moving in reversed motions than intended by the surgeon. The patient reportedly experienced an unspecified amount of blood loss. The customer did not contact isi technical support engineering to troubleshoot the reported instrument control issue. On (B)(6) 2021, isi contacted the csr and the following information was obtained: the site reported that they believed an isi product malfunction occurred because they reportedly experienced non-intuitive motion. The site reported that a monopolar curved scissors instrument, tip-up fenestrated bipolar forceps, vessel sealer extend, and needle driver instrument were used during this procedure. It was reported that these instruments were inspected prior to use and nothing abnormal was noticed. It was reported that the bleeding event occurred while the rectum was being prepared and was resolved with a third party laparoscopic instrument. The customer reported that there was normal surgical bleeding that could not be coagulated due to the non-intuitive motion experienced. The site wanted to use the vessel sealer extend instrument to coagulate the bleeding, but they could not move it towards the bleeding location. The site reported that the bleeding was not caused by a da vinci product. The procedure was completed robotically with the assistance of laparoscopic instruments. The patient reportedly did not experience any post-operative complications and the procedure was delayed 15 minutes due to this reported event. The patient status is reportedly good. It was reported that the blood loss did not occur due to the use of an isi product, and that there were no blood transfusions administered due to this event. On (B)(6) 2021, isi contacted the site technical lead field engineer and the following information was obtained regarding this reported event: it was believed that the reported issue was unrelated to the instruments used during this procedure. Rather, the reported non-intuitive motion issues were thought to be related to the endoscope used during the event. This endoscope is being returned for evaluation. The non-intuitive motion reportedly occurred after the endoscope was manually moved and was resolved by reseating the endoscope. This procedure was continued with the same endoscope. No error messages were received during this event. The patient was not directly injured as part of this non-intuitive motion, but the site had difficulties reacting to the patient bleed due to the non-intuitive motion issues.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, and h10. D14 - intuitive surgical, inc. (Isi) received the endoscope that was involved with this complaint and completed the device evaluation. Failure analysis did not confirm the reported issue. No trouble was found with the endoscope.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been re-classified as an adverse event and product problem rather than just an adverse event as previously reported due to the report of ¿instruments moving in reversed motions than intended by the surgeons¿, which could potentially be related to a product problem. B1 updated from "adverse event" to "adverse event and product problem" annex a updated to include a1502 - positioning problem corrected information can be found the following field: b1. Updated information can be found in the following fields: g6. H2 and h6.